Event description:
It was reported that during the procedure in the proximal right coronary artery, pre-dilatation was not performed and an attempt was made to advance a 3.5x8 rx xience v stent delivery system. The stent delivery system could not cross the target lesion; therefore, the stent delivery system was removed from the anatomy with resistance. Outside of the anatomy, the stent was found to be crushed and had shifted on the balloon. Pre-dilatation was performed using a non-abbott balloon and a new 3.5x12 rx xeince v stent was successfully implanted. Post dilatation was performed using a non-abbott balloon and the procedure was completed. There was no adverse patient effect and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v stent delivery system (sds) was not returned for analysis which may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was not pre-dilated prior to advancing the xience v stent which likely contributed to the failure to advance and stent damage as there was no damage noted to the stent prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It should be noted the xience v instructions for use states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is likely that the stent caught on the lesion/anatomy during retraction, damaging the struts and moving the stent on the balloon, and contributing to the resistance during retraction. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove or loose stent for this lot. There is no indication of a product quality deficiency.